Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. A commanded shock was performed. This lead remains in service. No further adverse patient effects were reported.